Event description:
Ventriculoperitoneal (vp) shunts are commonly used in neurosurgical procedures to treat hydrocephalus. Although shunt-associated abdominal complications are well documented, extrahepatic pseudocysts are a rare shunt complication in adult patients. Therefore, we herein report the case of a 54-year-old male patient who presented with a bulging mass around the previous surgical site at the right upper quadrant of the abdomen. He had a 4-year history of vp shunt surgery for posthemorrhagic hydrocephalus. A computed tomographic scan revealed a large extrahepatic pseudocyst. Our case represented a rare entity of extrahepatic pseudocyst in adult patients underwent vp shunt surgery. The clinical presentation, diagnostic tools, and treatment methods were discussed. Case report. Patient information. This case report was approved by the institutional review board (B)(6). The timeline for this case report was summarized as a 54-year-old male patient had a 4-year history of spontaneous intracerebral hemorrhage at the left basal ganglion with ventricular extension. Initially, the external ventricular device (evd) was inserted. However, the intracranial pressures were persistently high and vp shunt surgery with medium pressure reservoir implantation (medtronic, USA) was placed because of posthemorrhagic hydrocephalus. This vp shunt surgery was placed via open mini-laparatomy without a trocar and the peritoneal tube was placed freely in the peritoneum. Four years after the placement, he started to develop a progressive bulging mass around the previous surgical site at the right upper quadrant of the abdomen 2 weeks before admission. Clinical findings. At admission, he was alert and orientated. His blood temperature was 36.3°c. Physical examination revealed a soft, bulging mass around the previous surgical wound at the right upper quadrant of the abdominal wall, measuring approximately 3 cm × 3 cm. There was no any redness around the distal shunt tube or pseudomeningocele around the valve. The reservoir function of the vp shunt was intact. Laboratory examination of peripheral blood revealed a white blood cell count of 5570/l and a c-reactive protein level of 0.34 mg/l. Diagnostic assessment. The computed tomographic (CT) scan of brain revealed brain atrophy, large encephalomalacia at left basal ganglion, and mild hydrocephalus. Abdominal radiography showed a loop of the peritoneal tube around the right upper quadrant of the abdomen. The subsequent CT scan of the abdomen indicated a small cyst-like lesion, measuring approximately 3.6 cm × 2 cm × 3.5 cm, which was found at the right anterior abdominal wall along the abdominal entry point of the shunt. A large cystic lesion at the right extrahepatic region was also discovered, containing the peritoneal tube of the vp shunt. The intra abdominal cystic lesion was found to measure approximately 16 cm × 11 cm × 16.5 cm. Therapeutic intervention. Because of the impression of the shunt-associated extrahepatic pseudocyst, the patient underwent distal externalization of the vp shunt and laparoscopic s surgery to remove the cystic lesion. At operation, the laparoscopic view showed that a huge cystic lesion with a thin wall contained mildly turbid fluid and was approximately 16 cm in diameter. One fistula tract existed from the cystic wall to the abdominal wall. Surgical unroofing of the cystic lesion was performed. A microscopic view of this cystic lesion showed a dense thick fibrous wall and chronic granulomatous inflammation of histiocytes, lymphocytes, and plasma cells along the internal capsule. Outside the fibrous capsule, there was a small rim of atrophic liver tissue. Pathological examination confirmed the pseudocyst diagnosis. Follow-up and outcomes. Postoperatively, the patient was afebrile. Flomoxef with a dose of 1gm every 8 hours was prescribed because of the externalized vp shunt. The total protein and glucose of csf sampled from the externalized shunt were 31.2 mg/l and 62 mg/l, respectively. The color of csf was clear. No bacterial growth was found in a series of csf cultures. A weaning trial from the vp shunt was successfully performed 7 days after surgery. Finally, the distal shunt was ligated at the right anterior chest region. We removed the externalized distal end and leaved proximal end in place. The patient remained alert and orientated at the 2-month follow-up. No abdominal discomforts were complained.

Manufacturer narrative:
No parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.